Manufacturer narrative:
The lot was manufactured between april 22, 2016 ¿ april 23, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through the luer of two (2) large volume infusors. The infusors were filled with unspecified solution and the event was discovered before use. There was no patient involvement. No additional information is available.